Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shut off and woke up with high blood glucose of 552 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the battery was empty. The customer was assisted with resetting the time and date. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.